Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The left brake pad is missing as well. Left side wheel lock, the brake pad is missing.